Manufacturer narrative:
This device was not returned to mmdg for evaluation of this complaint. Mmdg is unable to confirm the complaint because the pump was not returned. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump is "not alarming, pumping air to stomach." They also stated that the patient "missed feedings about five times, all more than one hour." Mmdg did follow up with the initial reporter to try and obtain some clarification on the original statement regarding missed feedings and to make sure the patient had not experienced any adverse effects from the event, but these attempts were unsuccessful. (B)(4).